Event description:
Patella implant loosened as a result of patient fall. Revision surgery is planned to exchange the patella implant and poly inserts.

Manufacturer narrative:
Patella implant loosened as a result of patient fall. Revision surgery is planned to exchange the patella implant and poly inserts. Review of the device history record indicates that the device was manufactured to specification.